Manufacturer narrative:
(B)(4).

Event description:
The patient experienced pain in left back, butt and hamstring. Last year around (B)(6) 2012 he sat for four hours programming his device with two company representatives and all 16 electrodes. The signal on the left side was not able to get better. He now received the no communication icon. He was feeling stimulation but could not make adjustments on the programmer. New batteries were put in the programmer. There were also coupling issues but it was clarified that the patient does not seem to ever fully charge the ins. It was noted he does not use the belt with recharging. He can usually get 4-6 boxes but it ¿takes forever¿ for it to charge. His device was been reprogrammed multiple times and he cannot adjust settings. He has a little tilt on his spinal cord. He has thought about having the device removed but decided some stimulation was better than none. It was later reported that the numbers received with the antenna locate feature were 30-42-42. He initially received 8 shaded bars but then dropped to 6. He does not use the belt due to it being uncomfortable. An x-ray of the paddle showed that it was tilted. The recharging difficulties have been present since implant. The patient programmer was not able to make adjustments with the antenna attached. No telemetry was possible with the antenna. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information was received that reported their antenna was not working with the new patient programmer. Additional information was requested but was not available at this time.